Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a u.s. 510k number. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of an administration set that showed difficulties during use. It is reported that the luer connection broke in the catheter which was connected to the patient during the disconnection step. No patient injury or clinical consequences was reported. No additional information is available.